Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer states their high blood glucose reads 300¿s and 400¿s. Customer treated their high blood glucose reading with manual injection. Customer states cannula is bent. Product will not be returning for analysis.